Manufacturer narrative:
(B)(4) - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is no documentation in the complaint supporting a possible association between the liberty cycler and the patient's complaint of cloudy effluent, decreased appetite, or event of peritonitis. There is no allegation against fresenius products and the event of peritonitis. The clinic nurse identified the peritonitis was likely related to poor aseptic technique citing he was not washing his hands and was not holding the connectors properly. The patient has since received retraining on proper aseptic technique.

Event description:
A peritoneal dialysis (pd) patient reported an unrelated operational support message was received during cycler setup. Additional information received from the patient confirmed that the patient had previously experienced an episode of peritonitis approximately one week prior. The patient's pd nurse confirmed that the patient had presented to the clinic with cloudy effluent and decreased appetite and the patient's pd effluent was cultured on (B)(6) 2017. The culture results were positive for staphylococcus epidermidis. The pdrn confirmed that the patient was not hospitalized for this episode of peritonitis. From (B)(6) 2017 the patient was treated with the antibiotics ancef (cefazolin) and ceftazidime, at 1g each, through the intraperitoneal route. Beginning on (B)(6) 2017, the patient was treated with the antibiotic vancomycin, at 2g through the intraperitoneal route and the last dose was on (B)(6) 2017; and the patient was also treated with rifampin, at 600 mg taken orally and the last dose was (B)(6) 2017. The pdrn reported that the patient was not observing aseptic technique, where he was not washing his hands and was not holding the connectors properly. The pdrn confirmed that the patient had been re-trained in proper aseptic technique.